Event description:
Philips received a complaint on the dfm100 indicating that the device failed to charge, cannot be used. There was no patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.